Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was previously in an overdischarge and didn¿t hold a charge for very long. The patient had a back fusion and turned stimulation off in (B)(6) 2018 because she no longer needed it. The pain came back (B)(6) 2019 and then she found she couldn¿t connect with the implant in mid june. The patient met with her healthcare provider and a manufacturer representative for a reset and hard reboot. The patient noted if she charges her implant in the afternoon stimulation would be gone in the morning. The patient was getting 2-4 coupling bars out of 8 when charging the implant. An x-ray was done and the healthcare provider reported that the implant was turned sideways. The patient explained she had some weight gain and the implant was in the front under waist at a weird place and the belt did not help. The patient mentioned she wanted to use the programmer to turn stimulation down so it wasn¿t ¿electrocuting¿ her. The patient was able to sync with the implant and adjust stimulation to a more comfortable level. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient does not know the circumstances that led to their device being sideways and not holding a charge. The patient noted that the pocket was bigger than the new device, and the patient guessed it shifted. No actions have been taken yet to resolve this issue. No further information was reported.